Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: valve cut off. Additional information: description of issue (what / why): valve cut off. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change. Photo / sample available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: nurse. Procedure performed at: hospital. Replacement requested: no. Credit requested: no . Information on the error pattern: error location: valve. Type of error: cut off. 1. What was the issues customer experiencing with the valve? - not known 2. Did the health care professional/ ewimed employee cut the catheter valve? Not known. 3. If yes, specify the product failure. - not known. 4. Was leakage occurred at the catheter valve? Not known. 5. Was the valve cut off due to leakage at the catheter valve? Not known. 6. Could you please provide lot number associated with reported issue? Not known.

Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a050401. Patient problem code: f26. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration.